Manufacturer narrative:
Swtks robot was used in an off-label manner. The surgeon calculated the placement for the fem in a way that is not part of the surgical technique.

Event description:
Allegedly, rep was notified by the surgeon on (B)(6) 2025 of second anterior femoral notching seen on post-op x-rays. The procedure was done using the skywalker robot with evo medial-pivot knee implants. The robotic surgical plan showed avoidance of anterior femoral notching.